Event description:
The customer reported that while the iabp was in use on a pt, the iabp did not power up after the customer shut it off while the pt was on bypass. Because the customer was using a non-fiberoptic catheter, the transducer was zeroed and the customer hit start. At that point, the iabp gave a high pitched alarm followed by "internal communication error" message. The pump was rebooted and zeroed, and the same alarm message followed after hitting start. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The iabp has been returned to the manufacturing facility and is under evaluation. A supplemental medwatch will be submitted when our eval is complete.